Event description:
This rv lead was implanted on (B)(6) 2007 and remains inplanted at this time. The physician was dr. (B)(6). A call to technical services on 3/21/2013 states that there was a possible loss of capture during device check. The rv threshold was 0.7v at 0.4ms, and output was programmed to 2.4v at 0.4ms. Technical services stated that device went to elective replacement indicator (eri) by charge time (CT); minute ventilation (mv) is actually just now at eri level. Device being at eri, especially given that mv 2.50v, would not cause device to not be able to put out 2.4v pace leading to loss of capture (loc). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).